Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4337677. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported issue. To aid in the investigation of this incident, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, a syringe tip was observed broken off and remaining in the manifold tap. As there was no physical sample returned, further evaluation could not be completed to determine an exact cause. If the physical sample becomes available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough investigation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
It was reported that bd posiflush-xs / sf tip broke. The following information was provided by the initial reporter: the incident occurred when a nurse, in the course of treatment, connected the pre-filled syringe to a 4-tap manifold on the patient's peripheral venous line. When disconnecting the syringe, the end (male luer) broke off and became stuck in the female luer of the manifold tap, making it impossible to reinsert a red plug to close the tap the nursing teams then changed the patient's entire set-up from the buffer zone to make it functional again, and to prevent any air entering the set-up. As the action was immediate, there are no regrettable clinical consequences for the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.